Event description:
Health professional reported a lap-band system with a "loose port". The problem was first noticed when the patient had no sensation of satiety. The port was explanted and replaced.

Manufacturer narrative:
Unique identifier (dui)#: (B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The report discarded the device when it was explanted and it is no longer available for return. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."